Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 463 mg/dl and a bolus was delivered to address the bg level. The customer thought that the bolus may not had enough time to lower the bg level for the carbohydrates that were just consumed. A pump system check was performed and no device issues were found. During a follow-up call, the customer reported that the bg level had lowered to 277 mg/dl later that morning.